Event description:
(B)(6), home health nurse, reports it seems like medication is not moving through pump. Home health nurse states no alarms have gone off on the pump and she has not restarted since she is in the middle of the infusion- currently at step 4 of 6. She feels that pump is working, just slowly (did not report interruption in therapy). Gammagard indication: other elevated white blood cell count. Pharmacy did not replace device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.